Event description:
Ous MDR - boston scientific received information that this right ventricular lead dislodged during the implant procedure and was repositioned. Since the implant procedure, the rv lead exhibited a loss of capture and high pacing thresholds (5v/0.4ms). The device was reprogrammed to aai and a repositioning procedure is planned for the future. No adverse patient effects were reported to date. Additional information is expected for this event as the repositioning procedure has not occurred to date. This investigation will be updated should further information be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.